Event description:
On (B)(6) 2011, baxter contacted the caregiver (cg) who stated that the home patient (hp) was in the hospital with a stomach infection. Baxter contacted the peritoneal dialysis nurse(pdrn) on (B)(6) 2011 who stated that the infection was peritonitis. On (B)(6) 2011, a baxter clinician contacted the pdrn who stated that the hp was visiting out of town at the time of the peritonitis onset of cloudy effluent. The hp was hospitalized (B)(6) 2011 - (B)(6) 2011 for peritonitis, hypokalemia and hypomagnesemia. Treatment started with vancomycin 1gm intraperitoneally (ip) every 3 days for 4 weeks. The last dose of vancomycin was received on (B)(6) 2011. The hp appears to be recovering well with the pd effluent now clear. The pdrn stated that she suspected an old recurrent exit site infection was the cause, but could not say for sure. Pdrn stated that none of the baxter products or solutions were the cause of this event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of three reports associated with this event.

Manufacturer narrative:
(B)(4).the root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h11a19039 and h10i14034) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.